Event description:
The customer reported difficulty swabbing the suction/biopsy channel during reprocessing involving an olympus colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during device evaluation: white foreign material was observed in the air/water channel at the distal end of the insertion part. A root cause could not be identified. Based on the results of the investigation, the customer allegation was confirmed, as white foreign material was observed in the air/water channel at the distal end of the insertion part. However, the cause of the presence of the white foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.